Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), product type catheter. (B)(4).

Event description:
The health care provider reported via the manufacturer representative that when a new catheter package was opened, the pump segment of the catheter was incomplete at the connection site to the spinal segment. It was noted that no intervention was needed, yet the issue was resolved. The catheter was never implanted. This event was noted to have involved a patient, but no patient adverse event was reported. It was unknown what the patient's pump was implanted to treat. The drug in the pump was also unknown. Follow up was being requested for patient symptoms, troubleshooting, and actions and interventions taken.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer representative indicating that only the pump segment of the catheter was incomplete, not the spinal segment of the catheter. A new catheter was opened. The pump segment of the new catheter was used. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
As received, analysis noted the collet on the proximal end of the pin connector was fully deployed and locked into position. There was a catheter segment attached to one side of the pin connector while the other side had no collet (missing) nor catheter segment attach. Additional visual inspection did not appear to show any anomalies with the pin connector. Analysis concluded that the catheter¿s pin connector was pre-locked or detached and/or missing and it was unknown if this was procedural or manufacturing related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.